Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment was broken and reservoir no longer held in compartment. Customer's blood glucose was 150 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads and cracked reservoir tube. The reservoir tube lip completely broken off and test reservoir will not lock or click into place. The insulin pump was missing the reservoir tube o-ring and the end cap sticker.